Event description:
It was reported that after setup of a replacement ilet, the device¿s screen became unresponsive and remained off despite button presses and charging, consistent with a device display/power failure. Symptoms included none reported. Outcomes included the user discontinuing ilet therapy and initiating backup insulin per counseling. Investigation included customer support troubleshooting and collection of the returned devices for evaluation. Failure investigation was unable to replicate the alleged device issue. No fault was found with the ilet's power, touchscreen or sleep/wake button.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.